Event description:
Information was received from a consumer and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that this healthcare provider (hcp) had 2-3 batteries that did not last a full year. The rep indicated their partner had already reported those. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.